Event description:
The customer reported to olympus, during routine testing, the evis exera ii ultrasound gastrovideoscope tested positive for microbiological contamination. The scope was sampled twice. During the first sampling, the scope tested positive for over 80 colony forming units (cfus) of klebsiella oxytoca. During the second sampling, the scope tested positive for over 80 cfus of an unspecified microorganisms, all channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to inspection, the olympus scope was sent to an independent laboratory for culture testing. Three (3) colony forming units (cfus) of unspecified gram positive and coagulase-negative staphylococci were detected on the all channel sample and less than one (1) unspecified microorganism were detected on the distal end. The obtained results are in conformance with the requirements. The device was evaluated and the device passed all inspections and functional testing. The device was returned to the customer unrepaired. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channels. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent aniosyme x3 and brushes the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses brosse medical brush tec care ¿ enr kit 2 lot 2205012. The scope was not manually disinfected with aniosxyde 100. For automated endoscope reprocessor (aer) treatment, with soluscope cln detergent soluscope paa disinfectant = (peracetic acid). The scope is stored horizontally in a simple cabinet without a drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Gf-uct180 instruction manual has description of reprocessing: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.